Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in: inquired what led up to the complaint. Customer response: retainer ring. No further concern was recorded. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with partially broken retainer and cracked keypad at select button. In conclusion customer concern was confirm during visual inspection when partially broken retainer was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damaged and also insulin pump had crack from battery compartment over backside. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.